Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a no audio alert on g6 mobile app occurred. Data was provided for evaluation. The reported event could not be confirmed via data. A probable cause could not be determined. No medical intervention was reported. Additional event or patient information is not available.